Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 720 mg/dl and a "sore throat"; cause was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved. The customer reverted to an alternate method of insulin therapy.